Event description:
IV catheter saline lock discontinued, but catheter was broken off at hub. Md notified and arrived on the unit with md fellow. Ultrasound ordered and inconclusive. X-ray ordered and catheter found per md. Tourniquet applied above catheter site. Awaiting interventional radiology orders. Risk management and rapid response notified.